Event description:
It was reported that the fenestrated bipolar forceps instrument developed a broken conductor wire. There was no additional information provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was broken in half and the damage was identified to the grip cable (based on fa). There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.